Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C35238) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included overweight, bipolar disorder, irritable bowel syndrome, crohn's disease and hot flashes. Concurrent conditions included depression and anxiety. The patient also had a family history of crohn's disease. Concomitant products included escitalopram oxalate (lexapro) from 2017 to 2018, lorazepam (ativan) from 2017 to 2018 and lorazepam from 2017 to 2018. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"). In (B)(6)2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headache"), migraine ("migraine"), gallbladder disorder ("gallbladder disorder"), endometriosis ("endometriosis"), depression ("depression"), anxiety ("anxiety") and nausea ("nausea") and was found to have weight increased ("weight gain/the weight just keeps piling on"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, urinary tract infection, gallbladder disorder, endometriosis, depression, anxiety and vulvovaginal pain had resolved and the menorrhagia, dermatitis allergic, weight increased, fatigue, headache, migraine and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gallbladder disorder, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea, dyspareunia, menorrhagia, uti, weight gain, migraine, headaches, fatigue, endometriosis, gallbladder disorder, depression and anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, dyspareunia, abdominal pain, pelvic pain, weight gain and dysmenorrhea. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs, mr and social media received- new event vaginal pain and nausea were added. Lot number, medical history and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headache"), migraine ("migraine"), gallbladder disorder ("gallbladder disorder"), endometriosis ("endometriosis"), depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, urinary tract infection, gallbladder disorder, endometriosis, depression and anxiety had resolved and the menorrhagia, dermatitis allergic, weight increased, fatigue, headache and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gallbladder disorder, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea, dyspareunia, menorrhagia, uti, weight gain, migraine, headaches, fatigue, endometriosis, gallbladder disorder, depression and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: case became incident, event injury nos removed, new events (pelvic pain, abdominal pain, back pain, dysmenorrhea, dyspareunia, allergic rash, skin disorder, menorrhagia, uti, weight gain, migraine, headaches, fatigue, endometriosis, gallbladder disorder, depression and anxiety), updated, reporter detail and date of birth of patient updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C35238) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included overweight, bipolar disorder, irritable bowel syndrome, crohn's disease and hot flashes. Concurrent conditions included depression and anxiety. The patient also had a family history of crohn's disease. Concomitant products included escitalopram oxalate (lexapro) from 2017 to 2018, lorazepam (ativan) from 2017 to 2018 and lorazepam from 2017 to 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headache"), migraine ("migraine"), gallbladder disorder ("gallbladder disorder"), endometriosis ("endometriosis"), depression ("depression"), anxiety ("anxiety") and nausea ("nausea") and was found to have weight increased ("weight gain/the weight just keeps piling on"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, urinary tract infection, gallbladder disorder, endometriosis, depression, anxiety and vulvovaginal pain had resolved and the menorrhagia, dermatitis allergic, weight increased, fatigue, headache, migraine and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gallbladder disorder, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea, dyspareunia, menorrhagia, uti, weight gain, migraine, headaches, fatigue, endometriosis, gallbladder disorder, depression and anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, dyspareunia, abdominal pain, pelvic pain, weight gain and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.